Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has stimulation in the established pain pattern but it is not relieving his pain. The pt has been reprogrammed serval times, to no avail. The physician explanted the entire scs system. During the explanted procedure it was noted five lead contacts fell off of the lead.